Manufacturer narrative:
The return of the product was requested. If the product is returned, product investigation will be performed, and this complaint would be updated upon analysis completion.

Event description:
It was reported that this brady lead was attempted due to helix issues. The lead was never in service. No adverse patient effects were reported.

Event description:
It was reported that this brady lead was attempted due to helix issues. The lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
The return of the product was requested. If the product is returned, product investigation will be performed, and this complaint would be updated upon analysis completion. Upon receipt at our post market quality assurance laboratory, the helix issue allegation was confirmed based on the finding of a stretched helix. The prolonged surgery as reported impact code was addressed with the same as-analyzed coding as the helix issue. The conclusion code was selected based on the field report of helix issue and the observation of a stretched helix tip. Susceptibility of helix fixation tips (both active and passive) becoming deformed is a known risk.